Manufacturer narrative:
Data received on 05/13/2015 by MFR. Ph and barium swallow studies completed previous to anti-reflux procedure. Device has been reported as found in the correct location/geometry at the time of explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted as part of a gastrectomy procedure. The linx device was used as part of the anti-reflux procedure. Link device was required to be removed to allow for completion of the gastrectomy procedure gastrectomy procedure was independent of the linx device implant and anti-reflux procedure. Linx removal was completed successfully without issue. Patient is reported as well.